Event description:
On november 3, 2025, meridian bioscience inc. Technical service department received a call from a customer who reported aborting a run after hearing a loud noise and smelling a burning smell. The customer did not see any smoke or feel any heat, and no one was injured. While there were no reported claims of serious injury or harm were reported, meridian has elected to submit this report out of an extreme abundance of caution.